Manufacturer narrative:
Device not returned.

Event description:
Reportedly, after six months of use this sizer shows signs of cracking and missing pieces. Customer reports following dfu for sterilization.